Event description:
Caller reported a continuous glucose monitor error and indicated error code 42. There was no adverse impact to the customer's blood glucose level. After resetting the pump, the customer did not experience further errors and successfully started their sensor session.